Manufacturer narrative:
A beckman coulter cts (customer technical specialist) assisted the customer with troubleshooting over the phone. The customer discovered fluid on the ttm (triple transducer module) shield and a broken tubing at pinch valve pv49 from feed-thru fitting ff173 to ff183. The cts assisted the customer in replacing the affected tubing to resolve the leak and verifying the repair by performing a system test. The customer did not report any further recurrence of the issue as of (B)(6) 2013. Failure mode of the leak is attributed to the tubing at pinch valve pv49 and the cts assisted the customer in replacing the tubing to resolve the leak. (B)(4).

Event description:
The customer reported a leak from the right side of the diluter involving the lh 500 hematology analyzer and the instrument generated 'diluent comparison out of limits' error messages during the event. The customer indicated that the volume of the leak was approximately 5 ml. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat and glasses at the time of the event and no injury or exposure was reported. No erroneous results were generated as a result of this event.